Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the guide wire lumen in the balloon catheter was kinked. The balloon was inflated and deflated without resolution. Finally, the balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 39266 was returned and analyzed. Visual inspection of catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 6 injections. The catheter passed the performance test. The balloon was inflated completely and there was no sign of the kink in balloon segment. Dissection/ pressure testing did not show any kink on the guide wire lumen or shaft. The reported guide wire lumen kink was not confirmed through testing. In conclusion, the balloon catheter did not fail the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.